Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The x-ray showed no abnormality with the lead impedance. The physician was planning to reposition this lead. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).